Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, a broken plug strap, an opening, and delamination on the plug strap disk shell and biological tissue yellow. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a sharp opening on the posterior side, a sharp broken the plug strap and delamination in the plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A sharp broken in the plug strap disk shell due to unidentified (tear) opening. Delamination of the plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.